Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found poor recharge quality error. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that it's not working, it "blew up on him". The pt clarified it got very hot. The pt stated the hot wires got down in his butt - pt clarified the battery pack in his buttocks got very hot during recharge of the implantable neurostimulator (ins). The pt stated he went to touch the box outside. The pt clarified the relay box on the recharger (rtm) cord got hot very hot about 3 days ago while he was recharging the ins. Patient services (pss) clarified both the relay box on the rtm cord and the ins got hot during recharge. The pt stated he did not have any marks on his skin from the sensation. Pss suggested that pt have the ins checked if it is still getting hot after the rtm cord is replaced. A replacement rtm was sent out. Additional information was received from the patient (pt). It was reported that the implant heating during recharge was resolved by the recharger replacement.